Event description:
The initial reporter complained of intermittent issues with patient samples tested for elecsys pth stat immunoassay (pth stat) on a cobas e 602 module. Discrepant results were provided for 1 patient sample. The initial result was 9.7 pg/ml. The sample was repeated on a different cobas e module with a result of 21.6 pg/ml. The customer is not sure which result is correct.

Manufacturer narrative:
The pth stat reagent lot number was 80175302 with an expiration date of 31-jan-2026.

Manufacturer narrative:
Calibration and qc were acceptable. The sample probe is cleaned per specification. The samples are run in 12mm x 75mm tubes. The customer stated that most of the racks have adapters, but there are some racks where the adapters are missing from the slots. It could not be confirmed if the samples in question were run with rack adapters or not. Per product labeling, only 13mm and 16mm diameter sample tubes are to be used on the cobas 8000 system, and for 13mm sample tubes, a cup adapter is mandatory on the e602 module. The investigation determined the event was due to a user error at the customer site.